Event description:
A healthcare facility in (B)(6), reported that the expiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the expiratory limb connector from the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare. The returned connector was visually inspected. Results: visual inspection revealed a crack along the length of the expiratory limb connector. A lot check could not be carried out as the lot information was not provided. Conclusion: based on the inspection carried out and previous investigations of similar complaints, the observed cracking is most likely due to the connector coming into contact with cleaning chemicals, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. They also reported that the circuit passed the initial leak lest prior to patient use. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A healthcare facility in (B)(6) reported that the expiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.